Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The force bipolar instrument was analyzed, and the findings did not replicate or confirm the customer reported event. The grip tips were not opening and closing properly. Visual inspection internal was performed and passed. Additional unrelated observation(s) not reported by site: the instrument was found to have one (1) bent grip, causing them to be misaligned. The offset at the tips was 1.42mm. The grips were not found to be cracked. Further, the instrument was found to have a dislodged molded insulator on the jaw. The grip tip for the grip with the dislodged molded insulator does appear to be bent. Components adjacent to the dislodged molded insulator show damage. The probable root cause of the dislodged molded insulator can result from mechanical impact or excessive force applied to the jaws, such as an accidental drop of the instrument.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the force bipolar instrument grip cable broke. The procedure was completed with no patient harm.